Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, during device introduction, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal stent row 2 the stent struts were lifted. The undamaged distal section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to handling during introduction. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x12mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during device introduction, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.